Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography procedure in the pancreatic duct, performed on (B)(6) 2022. It was reported that the distal pigtail of the stent was kinked. Another advanix pancreatic stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde biliary drainage procedure in the pancreatic duct, performed on (B)(6) 2022. During procedure and inside the patient, the distal pigtail of the stent was kinked. Another advanix pancreatic stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0406 captures the reportable event of pancreatic stent kinked.